Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
Customer reported that when the head nurse placed the catheter, she found that the guidewire would not push and hooked up when she pulled back. Only one more set of catheters could be opened, wasting one set of catheters. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged guidewire is confirmed; however, the exact cause is unknown. Two photographs and one video of a guidewire were returned for evaluation. An initial visual observation of the photographs and video showed a guidewire with a slight kink at the distal tip. The video showed a clinician demonstrating the difficulty inserting the guidewire through the introducer needle. The guidewire was observed to experience resistance when pulled back through the needle. One photograph showed the powerpicc kit label with the following information: ref#3275118 and lot# rejs4519. Use residue was observed on the sample. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.